Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible causes for pvl include sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. No information was provided on patient symptoms. The implant depth was 4 mm from the non-coronary cusp. Based on all available information, the reported pvl could not be conclusively determined. It is possible that procedural conditions contributed to this event. However, this cannot be confirmed. The reported surgical intervention is the result of case-specific circumstances, as avpiii was implanted to treat moderate aortic insufficiency. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted at a depth of 4mm. On (B)(6) 2025, avpiii was implanted to treat moderate aortic insufficiency from the navitor valve. The patient remained hemodynamically stable throughout the procedure. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted at a depth of 4mm. On (B)(6) 2025, avpiii was implanted to treat moderate aortic insufficiency from the navitor valve. The patient remained hemodynamically stable throughout the procedure. The patient is stable.